Manufacturer narrative:
Analysis confirmed the customer's comments as the menu control knob was missing. It was also noted that the upper case was broken around the menu encoder, the hanger was cracked. The lower case was broken. The main label was damaged. The main seal was pinched and damaged. Both wires on the liquid crystal display were pinched with wires exposed. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob of the external pulse generator (epg) was broken off. The epg was returned for service. There was no patient involvement. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.